Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 509 mg/dl at the time of incident and the current blood glucose level was 435 mg/dl. Customer stated insulin pump was not giving any insulin and blood glucose was high so set it to deliver insulin and it was not delivering insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer did not allege the insulin pump for under delivery. The device will not be returned for analysis.